Event description:
The account generated falsely depressed architect ca125 results on a patient sample. The sample tested architect ca125 of 723.8 , 310.5, 902.8 u/ml with reagent lot 06003m500. The sample tested architect ca125 of 824.5 u/ml with reagent lot 06082m600. The account stated the values of 824.5 and 902.8 u/ml were close to the correct value. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Added 06003m500 to lot # and removed 06003m500 from the serial #. The lot search did not identify any atypical activity for the likely cause lot. Additionally no adverse trends or non-statistical trends were identified related to this issue. Additionally, accuracy testing was performed using likely cause lot 06003m500. Three panels of known concentration were tested on one architect instrument and each panel replicate was within the respective acceptance ranges. Based on this investigation architect ca125 ii lot 06003m500 is performing as intended. No additional issues were identified and no further investigation is needed.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.